Event description:
It was reported that 4 bd¿ saf-t-intima devices broke suring use and that 3 others leaked during use, but the date/time and or patient information is unknown.

Manufacturer narrative:
Describe event or problem: it was reported that 4 bd¿ saf-t-intima devices broke suring use and that 3 others leaked during use, but the date/time and or patient information is unknown. Investigation summary: a device history review was conducted for lot number7300724. Our records show that this is the third instance of leakage and the first instances of either a broken catheter or poor flashback occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the samples returned for evaluation were subjected to leakage testing and evaluation. Visually the devices did not show signs of any of the reported failure mode, and the results from leakage testing determined that the devices were operating according to product specifications. Our engineers also noted that they were unable to identify any of the non-conformance's in the photograph provided. Based on these observations, the root cause for this complaint could not be determined at the conclusion of our review; bd apologizes for any inconvenience your facility may have experienced as a result of this event and will continue to track and trend for this issue. The reported catheter broke/ separated after placement, and leakage were not confirmed after inspection and, evaluation functional of the samples provided.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ saf-t-intima was leaked during use.